Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. The customer called with air detected diluent during run. The fse had customer perform installation prime. The customer called back when error persists. Fse arrived onsite and replaced the sample probe. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was sample probe.

Event description:
On (B)(6) 2016, a customer reported air detected in diluent with their aia-360 analyzer. The customer is unable to run prog, prog ii and e2patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, prog ii and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.